Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that catheter has difficulty irrigation. During a procedure to treat atrial fibrillation within the intracardiac region, a polarxfit device was selected for use. An occlusion at the irrigation port was observed, resulting in insufficient flow. An error occurred on the infusion pump side, but it's not indicated. Which persisted even after adjusting to a lower flow rate of 60. As the physician indicated they could not wait any longer, the procedure was performed using rf ablation instead. The procedure was completed using a different device of the same model. There were no patient complications. The device was discarded at the facility and will not be returned for analysis.